Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ syringe had foreign matter, difficult plunger movement, and was damaged. The following information was provided by the initial reporter: it was reported by the regulatory agency that there are incompatibility issues with prefilled glass syringes, a piece of the plastic broke off inside the syringe, and the plunger is difficult to push. It was reported by regulatory agency that incompatibility issues between lavs and prefilled glass syringes may potentially lead to an inability to administer intravenous (IV) push medications, or a delay in therapy. This potential safety concern was brought to our attention through the institute of safe medication practices (ismp). Ismp alerted cdrh and published a newsletter1 that described recent reports from an emergency department involving a prefilled naloxone glass syringe ((B)(4)) and several instances where nurses had difficulty administering the medication intravenously (IV). The IV lines had microclave (ICU medical) luer activated valves (lavs), and the nurses were unable to push the plunger of the syringe to administer the IV naloxone dose. Ismp further noted that a pharmacist was able to recreate the problem using the setup described by the clinicians at the emergency department and found that a piece of plastic had lodged inside of the syringe tip that blocked the flow of medication. It is possible that this incompatibility may impact other lavs as well.